Manufacturer narrative:
(B)(4). Batch # t5d42j.

Event description:
It was reported that during an open proximal gastrectomy, the knife did not return to home position after the first firing on the stomach. The reverse switch did not function. The cartridge was gst45b. There was no change in the surgical procedure. Another device was used to complete the case. There were no adverse consequences to the patient. There was no problem with the patient¿s condition. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5d42j. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with one gst45b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.